Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics, not prepping the skin, and using inappropriate tools have been ruled out as potential causes. However, the patient disclosed engaging in a fight following the implant procedure (user error - patient), which caused swelling and pain around the implant site. In addition, the patient disclosed being treated for an infection. The questionnaire shows the area was not irrigated before closure which may have led to the infection (user error - clinician). A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is user error - patient. The cause of the infection is user error - physician for not irrigating the site before closure.

Event description:
The patient reported engaging in a fight following the implant procedure. The patient is reporting feeling sore and is currently being treated for torn ligaments. No revision/explant performed since the stimulator did not migrate.